Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent treatment for yellowish drainage coming from her umbilical area. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number huui0340 was implanted to repair the hernia defect. On (B)(6) 2018: the patient underwent treatment for yellowish drainage coming from her umbilical area. As alleged, the patient was injured severely and permanently as a result of pain and chronic infection. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent treatment for yellowish drainage coming from her umbilical area. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 7 months post implant of mesh - ventralex, patient was diagnosed with purulent discharge and pain thereby underwent repair. The instructions-for-use supplied with the device list pain as a possible complication. Updated fields. (Serial no, UDI no). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2011: the patient underwent surgery for repair of an umbilical hernia. A bard/davol ventralex hernia patch, reference number 0010301, lot number huui0340 was implanted to repair the hernia defect. On (B)(6) 2018: the patient underwent treatment for yellowish drainage coming from her umbilical area. As alleged, the patient was injured severely and permanently as a result of pain and chronic infection. As alleged, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with reducible umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿the hernia defect was identified. The edges of the hernia were debrided and preperitoneal fat was bluntly dissected. A small ventralex mesh was placed in the peritoneal cavity and fixed to the fascia and sutured. The tails of the mesh were cut and discarded. The hernia sac was then closed overlying the mesh using sutures.¿ ni (B)(6) 2017 to (B)(6) 2018 - patient had yellowish drainage from the umbilicus noted during pregnancy and occasional drain with small amount of pus. Attorney alleges that the patient had pain, bowel perforation and emotional injuries. It is also alleged that the patient had wound drainage, pus and informed that mesh removal was too risky by doctor.